Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin pump was stuck in the priming portion and frozen display. Customer¿s blood glucose level was 364 mg/dl at the time of incident. Customer state that the insulin pump screen was loops during priming. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer states that no keypad anomaly and button issue. Customer states that troubleshooting was performed for keypad anomaly and button error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify missing segment or partial display and prime or fill anomaly due to unresponsive button. No button error alarm during testing.